Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the a pcb00v 23.5 diopter intraocular lens (iol) was prepared as usual and during delivery the cartridge reportedly burst. Another lens was prepared and used, which was easily implanted. Reportedly, there was no patient involvement or injury. No additional information was provided.

Manufacturer narrative:
Corrected data: in further review of this file, the event has been determined not to be a reportable malfunction as initially reported. The account commented that they loaded the cartridge with little bss (balance salt solution) in the window on top and then they added the viscoelastic in the front of the cartridge. The use of bss in the cartridge is considered a use error. Therefore, device code (B)(4) was added. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/05/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00v, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. No assembly defect was observed. Visual inspection showed some viscoelastic in the device. The cartridge tip was cracked and deformed. The intraocular lens (iol) protruded through the crack. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.